Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc device on (B)(6) 2007 to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, disability, pain and suffering, mental anguish, and has undergone multiple surgeries and revisionary procedures and has sustained permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.